Event description:
It was reported that the foley catheter was leaking from the meatus after being inserted by a nurse.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause balloon to burst. Visually inspect the product for any imperfection or surface deterioration prior to use."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter was leaking from the meatus after being inserted by a nurse.